Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) found no anomalies. Analysis of the accessory kit found no anomalies.

Event description:
It was reported that a doctor said the leads were ¿tough to get in¿ and the implantable neurostimulator (ins) ¿must have slipped¿ as he was trying to insert them without damaging the lead. It was noted that the ins was on the floor. The ins was not used, a new ins was opened, and the surgery continued and was uneventful. It was reported that the patient was doing well with her stimulation system. It was noted that there was no patient injury and the patient recovered fully.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.